Manufacturer narrative:
(B)(4). The investigation is currently in-process. A final report will be submitted at the completion of the investigation.

Event description:
Account stated that while running the cd4000 a pt sample ID ((B)(6)) did not clear from the mini window after the test completed. This ID ((B)(6)) was attached to the results of the next pt. Incorrect results were reported on a (B)(6) boy. The next sample run was a newborn sample and the ID from the (B)(6) boy was attached to the results from the newborn sample. The physician questioned the results reported on the (B)(6) old and sent a new sample. There was no impact to pt management.